Event description:
It was reported by a vns patient that she was experiencing voice alteration. The patient¿s physician called later and indicated the patient had been seen and that her left vocal cord was not moving correctly. He mentioned that system diagnostics were run and the impedance was fine. The device was programmed off. He stated that pt. Has been programmed to 2.25 ma and rapid cycling for a while. The vocal cord paralysis was reported to have started in late june. He was concerned about delayed vocal cord paralysis. He also mentioned that the patient was examined by an ent who believes the event is related to vns. Additional relevant information has not been received to-date.